Event description:
Olympus was informed that user facility personnel reportedly observed smoke coming from the workstation immediately after the power was activated and the users subsequently noted that the power cable plug was burnt. There was no pt or user injury reported.

Manufacturer narrative:
The mobile workstation referenced in this report was not returned to olympus medical systems corp (omsc) for evaluation. However, omsc's field personnel visited the user facility to investigate the user's experience. The investigation revealed discoloration on the power plug likely due to thermal damage. Omsc personnel forwarded the damaged power plug to an unspecified third party organization to perform x-ray on the internal elements of the power plug. The x-ray result showed that the internal wires were damaged likely due to excessive force applied by the user, which lead to short circuit on the power plug. This type of damage is attributed to user mishandling. The power plug was returned to the original equipment manufacturer (OEM) on april 27, 2012, and flash test between live and neutral contact points confirmed that the plug had not short circuited internally. This report is being submitted as a medical device report in excess of caution.